Event description:
It was reported that the device was used during a laparoscopic assisted colon resection procedure. The device was fired twice with no incident. On the third firing with a green reload, the device misfired and the staples did not form properly on the specimen side. Case was completed as normal. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.